Event description:
It was reported that the epiq cvx ultrasound system's auto ECG was unable to detect the ECG trace during a critical procedure. The ultrasound system was being used during an unspecified cardiac procedure in the operating department. The system was replaced to complete the procedure. There was no patient or user harm associated with this event. The philips service engineer evaluated the system and confirmed the reported failure. It was identified that the cable connecting the physio board to the main system board had become loose during transport within the user facility. The service engineer was able to reconnect the cable to repair the system. The system has returned to service, and no similar issues have been reported.